Event description:
The customer contacted stryker to report that their device unable to powered on. In this state, the device may be unable to deliver defibrillation therapy if needed. There was no patient involvement reported during the event.

Manufacturer narrative:
Stryker evaluated the customers device and was able to verify and duplicate the reported issue. The device would not continue powering on past the initial boot-up screen. The cause of the reported issue was isolated to the system pcb. Due to part unavailability, the device is not able to be repaired. The customer has been recommended to scrap the device.